Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/06/2024, a sales representative, via (B)(4), reported that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft got jammed. The patient was not negatively impacted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside the ar-9597-20. Visual evaluation it was found that a reamer is stuck within the device. The hudson connector shows nicks. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Functional testing was not performed due to the devices binding together.